Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced a low blood glucose after announcing a meal long after eating, during which the system had begun correcting a prior high; when the meal was subsequently announced, glucose levels dropped, and the patient self-treated and returned to range. Symptoms included hypoglycemia, with a reported nadir of 54 mg/dl. Outcomes included temporary interference with daily activities due to the low and the need for oral carbohydrate intake. Investigation included agent review of patient logs and user interview. Investigation of this case revealed user-related use error related to delayed meal announcement that led to insulin delivery not aligned with carbohydrate intake, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error related to timing of meal announcement.